Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was displaying an ¿error 1¿ message. The complaint was classified based on customer service representative (csr) documentation and additional information obtained following a review of the call by a medical surveillance specialist and a senior csr. The patient explained to the csr that he obtained the ¿error 1¿ message on the subject meter in the morning of (B)(6) 2018. The patient stated that he manages his diabetes with oral medication (metformin; 500mg twice per day), diet and exercise and explained that he did not take any action in response to the alleged product issue. The patient explained that after the alleged product issue started, he experienced symptoms of ¿not feeling well, very dizzy and lightheaded¿. He stated that at 10:00am on (B)(6) 2018 he attended his doctor¿s office where an hba1c test was performed and he obtained a result of ¿5.8%¿. The patient explained that he did not receive any medical or third-party intervention in response to his symptoms. At the time of troubleshooting, the csr confirmed that this was not the first time the product had been used. The csr walked the patient through replacing the batteries and powering on the meter, and the alleged product issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after he was unable to obtain a blood glucose reading due to the product issue.